Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is not required. H6: health effect - clinical code (e): 4581 - under refraction h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced under refraction. The lens was exchanged with the same model and size but a different power and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visual damages on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Corrected data: d6b: 08/27/2024. Claim: (B)(4).